Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating at times her blood glucose (bg) measurements read ¿high¿ on the meter and that she felt severe dizziness. The patient reportedly treated the high bgs via correction injection and the bgs went down to 7.1mmol/l. The patient stated that she did see the health care provider (hcp) and after the doctor¿s visit her bg reportedly went down to 23mmol/l. The hcp reportedly was unable to determine the cause of the elevated bgs and insisted the pump be replaced. It was also noted that sometimes the patient¿s bgs reportedly dropped down to 3.2mmol/l with no symptoms. The patient stated 60 to 70 units of insulin were primed from the pump until she was able to see insulin drops come out of the tubing. Customer support (cs) reviewed the pump and no large prime volumes indicated above were noted in pump history. The amount of insulin primed via the pump and noted in pump history were reportedly 10 to 15 units of insulin or very low prime volumes. There were no issues noted with the basal delivery. There was reportedly one suspend that occurred on (B)(6) 2013 and one ¿low battery¿ alarm noted on (B)(6) 2013. There was reportedly nothing to indicate the cause of the patient¿s elevated bg. The reported low bg does not meet the animas criteria of an adverse event. This complaint is being reported because the patient experienced hyperglycemic event while using insulin pump therapy. There was no indication of a pump malfunction; there was no indication of the cause or the contributing factors to the patient's bg excursion.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed the delivery accuracy test and was delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.